Manufacturer narrative:
Unit passed self test and displacement test. Unit received with corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked battery tube threads, corroded battery tube and corroded motor home switch. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to fluid. Customer stated there are not cracks in the insulin pump. Customer recently dropping in the shower. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.